Event description:
It was reported that the pump was replaced in 2013 because it ¿went dead¿. The pump had month left, but for the 6 months prior to the replacement, the battery was ¿low¿ and ¿the rotary wasn¿t picking up medicine¿ and the patient¿s pain was high. The medications in the pump at the time of the event were not reported. However, at the time of the report, the device system contained fentanyl. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. The patient was on their fifth implanted pump which was ¿by far the best¿ they had installed. It was noted their device contained fentanyl and that the health care provider (hcp) had said it cost too much money to have more than one drug. It was not clear if the patient had received fentanyl only ever in each device she had previously. The patient was happy with their new pump.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l34868, implanted: (B)(6) 1995, product type: catheter; product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2006, product type: catheter. (B)(4).